Event description:
It was reported the customer had a high blood glucose and was hospitalized. The customer's blood glucose level was 600 mg/dl. The patient contacted their health care provider for high glucose level. The customer stated that they have a back up plan. The patient was treated with bolus and injection in the hospital. Patient does feel ok to troubleshoot. The patient was admitted at (B)(6) on (B)(6) 2014. The customer reported the no delivery alarm on the insulin pump. The troubleshooting was performed. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.